Event description:
Boston scientific received information that approximately two months post implant, the patient with this right ventricular lead was hospitalized for suspicion of a lead perforation confirmed by an echocardiogram. The pericardium contained a significant amount of blood, however there was no tamponade. The lead measurements had changed. A lead repositioning procedure was performed. A pericardial drain was inserted and the lead was retracted and repositioned. No adverse patient effects were experienced as a result of this issue and will be further monitored in the coronary care unit.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.